Event description:
It was reported that after a da vinci-assisted distal pancreatectomy procedure, the preserved splenic artery ruptured due to a pancreatic fistula on postoperative day (pod) #7. The patient underwent a subsequent laparotomy for splenectomy and total remnant gastrectomy. The cause of the bleeding was a pancreatic fistula. The blood loss did not occur due to the use of a da vinci product. It is unknown what the amount of blood loss. It is unknown if the patient required a blood transfusion. The initial robotic procedure was completed robotically. It is unknown if the patient experienced any intra-operative complications during the robotic procedure. The patient has a surgical history of an open gastrectomy performed 20 years ago. There is no allegation of a da vinci system, instruments, or accessories malfunction. Per the surgeon, the patient will be discharged soon.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted distal pancreatectomy procedure, the preserved splenic artery ruptured due to a pancreatic fistula on pod #7. The patient underwent a subsequent laparotomy for splenectomy and total remnant gastrectomy. It is unknown what the amount of blood loss. The cause of the operative complication is also unknown.